Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that air bubbles were visible when the indeflator was being used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the device was not fully connected resulting in the reported leak; however, as the device was not returned for analysis the investigation determined a conclusive cause for the reported leak cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3 - device was not available for evaluation.